Event description:
The lay user/patient contacted lifescan alleging the meter was prompting the apply sample icon. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement test strips were not sent to the patient.

Manufacturer narrative:
The 510 (k) is k073231.